Event description:
The following info was reported to arjohuntleigh by the nurse: on (B)(6) 2013, while turning the pt, it was noted that there was a red mark on the pt's right lower flank area. The red mark was approx 4cm long by 2cm wide and assessed as a stage I pressure ulcer. After examining the bed it was determined there was a large screwdriver wedged between the air cushions of the mattress. It was not known how the screwdriver got there. The screwdriver was removed and the pt moved to a different bed. The nurse stated that the stage I pressure ulcer was resolving without any medical intervention and the pt was doing well. This is being reported as if this situation were to recur, there is a potential for serious injury.

Manufacturer narrative:
As of (B)(4) 2012, complaints related to this products are to be handled by arjohuntleigh inc. Add'l info will be provided upon conclusion of the MFR's investigation.